Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, the 12x60mm 135cm powerflex pro was noted to have a leak. The balloon was attempted to be used for dilation of the iliac artery. The user injected contrast into the balloon, however the pressure stayed at one atmosphere (1 atm) and the leakage was noted. The balloon was withdrawn and replaced with another balloon of the same catalog to complete the procedure. There was no reported patient injury. The target lesion was iliac artery stenosis. The vessel level of calcification was mild. The vessel level of tortuosity and vessel angulation was none. The vessel level of stenosis was 30%. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub and there were no anomalies noted at this time. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. A non-cordis inflation device was used for the procedure. The same indeflator was used successfully with other devices. There was no difficulty encountered flushing the balloon catheter. There was no difficulty encountered connecting the hub to the indeflator device. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. A non-sterile powerflexpro 12mm6cm 135 was received coiled inside a plastic bag. The balloon was received deflated and was previously inflated. No other anomalies were observed. A functional test for leakage was performed on the received pta catheter. A guide wire was insert through it, and a stopcock was attached to the inflation device. Negative pressure was applied to purge the balloon of air. With the stopcock in a closed position, pressure was applied to the inflation device/system to inflate the balloon and a leakage was observed close to the proximal section of the balloon before to reach the nominal pressure. Microscopic analysis was conducted close to the proximal section of the balloon to determine the cause of the leakage. Scanning electron microscope (sem) analysis showed that the external surface of balloon presented evidence of scratches and abrasions near to the balloon rupture and it¿s very likely that the same factors that caused the scratches and abrasion marks on the balloon outer surface can also contribute to the rupture found on the received balloon. The internal surface did not present any evidence of damages. A device history record (DHR) review of lot 17635449 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ was confirmed through analysis of the returned device due to leakage found in the balloon. The exact cause of the leakage reported could not be determined during analysis. Based on the limited information available for review, vessel characteristics (mild calcification) and/or handling factors may have contributed to the balloon leakage found as evidenced by the scratches and abrasions found on the balloon during analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Without twisting, slide the forming tube off the balloon. Fill a syringe of appropriate size with equal volumes of contrast medium and normal saline. Attach the syringe to the balloon lumen, marked ¿balloon.¿ pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Continue pointing the distal tip of the balloon downward, and deflate the balloon again. Looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation¿ neither the DHR nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of lot (17635449) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 12 mm x 6 cm 135 powerflex pro was noted to have leak. The balloon was attempted to be used for dilation of the iliac artery. The user injected contrast into the balloon however the pressure stayed at one atmosphere (1 atm) and the leakage was noted. The balloon was withdrawn and replaced with another balloon of the same catalog to complete the procedure. There was no reported patient injury. The target lesion was iliac artery stenosis. The vessel level of calcification was mild. The vessel level of tortuosity and vessel angulation was none. The vessel level of stenosis was 30%. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub and there were no anomalies noted at this time. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. A non-cordis inflation device was used for the procedure. The same indeflator was used successfully with other devices. There was no difficulty encountered flushing the balloon catheter. There was no difficulty encountered connecting the hub to the indeflator device. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient.